Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any parts or repair has been conducted. If additional information is later obtained, the complaint will be reopened.

Event description:
It was reported to philips that the display on the device was out. The device was not in clinical or patient use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse discussed 1st gen vs 2nd gen lcd and ui pcba vs installing 2nd gen ui assembly. The rse provided part information for a replacement ui assembly and advised the system will need 2.1 software or higher.